Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, however, on-site repair was carried out. Two sockets were cleaned, and connections were inspected. The non-return fuse of the upper connection socket was defective, but the customer said that this should not be replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase in trend observed. The instruction manual of cv-170 (drawing number: gt8566) describes the following, and the reported phenomena might be prevented by following these descriptions: ¿[3.1 precautions for installation and connection]. Never apply excessive force to connectors. This could damage the connectors. / [5.3 connection of an endoscope]. Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) was onsite to evaluation the device. Upon evaluation, the connector contacts of both sockets were cleaned, and the wiring was checked. It was discovered that the non-return fuse of the upper connection socket was defective and required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center display a b30 communication error. The customer cleaned the contacts; however, the issue persisted. The event occurred during procedure and there was no patient harm or user injury reported due to the event.